Event description:
The reporter called to inform that they received a recall letter regarding the device. She has two devices and is looking for a replacement. Informed to contact the manufacturer. She also stated that the device does not give insulin as it should. Ref: mw5188730.